Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the caller stated that within a couple months of the implant the patient felt that the therapy was inadequate. Troubleshooting was not required. The issue was not resolved through troubleshooting. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the caller was trying to charge with the patient and they were attempting to use the passive charging function. The caller reported that the controller was displaying high values and then they would drop. During the call the caller stated a passive charge, the controller displayed low values between 0 and 15. When the caller applied pressure to the recharger the numbers went up to 100. The caller indicated that they could feel the ins but did seem to think that the ins may be deeper than is typical. The caller reported that the patient's last successful charging session was in (B)(6) 2021 and the patient was having difficulty charging the ins at that time. The issue was not resolved through troubleshooting. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient clarified they had stopped using their ins and the last time they charged was in (B)(6) 2021, and then met with a rep on (B)(6) for troubleshooting, but they could not get charging working/connected. Pt mentioned they had gained and lost weight, and pt was told the ins probably moved or shifted. Pt did not want to troubleshoot or examine equipment during the call as pt said they did that when they met with the rep and nothing was wrong with equipment. Pt then said they didn't need or want the ins, and the ins didn't work when it was on due to a burning sensation. Pt said the burning sensation started right after they got the ins and that was why pt ended up having them turn the ins off as pt wanted ins out but healthcare provider (hcp) said pt had to have ins off for 6 months before they could take the ins out. Patient services specialist asked if pt was following up with the hcp regarding the removal, and pt said the hcp kept telling them they couldn't get ins replaced/have another put in if they removed pt's current ins, which was making pt mad as the hcp didn't want to take the ins out. Pt said they wouldn't want another ins in the future anyways and just wanted theirs out because the ins wasn't doing anything when it was in. Pt then mentioned when ins was working, it helped them, but pt couldn't deal with the burning sensation that would come in their thighs and up their legs and the numbness. Pt mentioned they took steroids every day in order to use the ins, but the steroids made pt's weight go up to 356 lbs and pt had never been that big. Pt then said hcp mentioned maybe pt was allergic to the ins, but pt was having difficulty getting hcp to remove ins.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 97791, lot#: n746701, implanted: (B)(6) 2018, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: 2018 (B)(6), product type: lead. Product ID: 97791, lot#: n746701, implanted: 2018 (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said that they cannot get an MRI done because their implant doesn't charge. Pt said that the MRI tech told them they needed a remote. Pss reviewed that the controller would read MRI eligibility from the device with the pt and the implant would have to be charged to do this. Pt repeated things that were reported in this case. Pt said they want the implant removed but the doctor won't remove the implant. Pt became escalated on the call and said ps was supposed to send a letter saying that they could have an MRI done and when pss tried to review information regarding this with the pt, the pt ended the call.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97791, lot# n746701, implanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that since implant, patient has experienced new onset burning sensation in bilateral anterior thighs; patient reports the scs has been helping her bilateral back pain, however, the burning sensation is too much. Patient reports she has been taking steroids to help with the burning. No falls were reported. Patient reports weight gain due to steroid use. Patient has been on steroids for 3 months. Patient has had multi-reprogramming; patient has tried ld & hd programming. Patient reports burning remains when the scs is turned off or when ipg is dead. Patient reports the only time the burning sensation has stopped was when it was in MRI mode. Impedance check-all within normal range. Patient declined reprogramming during 7/12 session but has had multi reprogramming since implant per her report. The neurosurgeon was going to confirm with patient's pain management hcp regarding plan of care. No further complications were reported/anticipated.